Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold for all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Test results of (B)(6) 2022, for all channels is as follows: presence of psuedomonas aeruginosa 1 cfu/100 ml presence of staphylococcus coagulase negative 2 cfu/100 ml.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device return date is not available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The results indicate that the culture sampling results is number of revivable microorganisms for all channels and total is 1 cfu/endoscope and that for distal end is less than 1 cfu/endoscope of. Thus the results conform to the target levels established by the french regulation of (B)(6) 2016, and instructions of (B)(6) 2018. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel and erector channel. Detergent is not used. During manual cleaning detergent used is ddn9 franklab. Disinfection is not performed. Brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port, and distal/areas around the elevator. Albyn medical brushes are used. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope series 4. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored a surestore storage cabinet. Maintenance of the device is by olympus. The device is not sterilized.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, clarification to olympus third-party culture results and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section rubber glue was separated. However, this defect alone is not considered severe enough to cause a potential adverse event. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: coagulase negative staphylococcus. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. It is likely that reprocessing was insufficient as the same germs were detected in both culture tests. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.